Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported they were unable to test on the meter. Their meter allegedly had no power. The result on their meter was unable to test. No comparison. Not treated. No further info has been reported.